Manufacturer narrative:
(B)(6). Section d1: brand name updated. Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: method: the subject mr290v autofeed humidification chamber, provided as a part of an rt268 infant dual-heated evaqua2 breathing circuit was unable to be returned to f&p healthcare for evaluation as it had been discarded by the healthcare facility. Our investigation is based on the information and photographs provided by the healthcare facility and our knowledge of the product. Results: review of the provided photographs confirmed that the mr290v autofeed humidification chamber had a vertical crack in the chamber dome. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. Every mr290v autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v autofeed humidification chamber and breathing circuit kit would have met the required specifications at the time of production. The user instructions for the rt268 infant dual-heated evaqua2 breathing circuit state the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant dual-heated evaqua2 breathing circuit, was found cracked prior to patient use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt268 infant evaqua2 breathing circuit, was found cracked prior to patient use. There was no patient involvement reported.